Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative indicating that the cause of the resistance with advancing the lead was not determined. It was also reported that the cause of the resistance with pulling the lead back through the curved tip needle kit was also not determined. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018,product type lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for prior back surgery, lower back and bilateral lower extremity pain. It was reported that during the implant surgery, the hcp experience unexpected resistance when advancing the lead and then resistance when he tried to pull the lead back through the curved tip needle kit. The doctor noted this resistance to pulling the lead back through the needle occurred after even removing the needle from the patient with the lead still in the needle. There were no contributing factors reported but to resolve the issue, the hcp switched to a straight tip needle kit. The issues were resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.